Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported during implant that the lead was too short for the patient. The lead was not used and another implanted. No patient complications were reported as a result of this event.